Manufacturer narrative:
Additional information received on 8/11/2018: customer reported that pump battery was charged successfully by using another usb cable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) level was 283 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.